Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient of (B)(6) in height during insertion of a pulmonary artery catheter the wire was unable to be advanced through the distal end of the swan catheter. As a result, the catheter was removed and replaced with another swan catheter for the procedure successfully. There was a delay or interruption in therapy that caused no harm to the patient. There was no reported patient death or serious injury and no medical interventions required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "0.025" wire could not be advanced through" the catheter is confirmed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that on a patient of 63" in height during insertion of a pulmonary artery catheter the wire was unable to be advanced through the distal end of the swan catheter. As a result, the catheter was removed and replaced with another swan catheter for the procedure successfully. There was a delay or interruption in therapy that caused no harm to the patient. There was no reported patient death or serious injury and no medical interventions required.